Manufacturer narrative:
(B)(4).

Event description:
The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient experienced a severe hypoglycemic event at work. The patient's work colleagues noticed that the patient didn't respond appropriately when spoken to, and measure blood glucose value to be 1.4 mmol/l (freestyle precision pro), dexcom g5 sensor shows values 5. 3 mmol/l. 1. 5 hours later blood glucose is measured again, and here the finger stick values puts blood glucose value at 7.8 mmol/l, while in the meantime dexcom shows 13.3 mmol/l. The patient has previously experienced that the sensor measures wrong with a tendency towards hypoglycemic values, where the difference between dexcom g5 sensor and capillary blood glucose can be up to 7. 5 mmol/l. The patient has been given treatment. No data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined.